Manufacturer narrative:
The reported event was not duplicated; however, upon disassembly, the service technician found worn bearings within the device. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The customer reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The customer reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.